Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Event of dvt was assessed as not serious because the patient did not experience any clinical symptoms, if event was or was treated with medications only. Patients in a critical condition are predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. At the same time, event assessed as possibly related to the icy catheter due to relevant location and timing even in such predisposed patient. Moreover, dvt is anticipated complication of central catheters of any kind.

Event description:
A (B)(6) female patient was admitted on (B)(6) 2018 after out of hospital cardiac arrest (ohca -vf), when rosc was achieved after 7 defibrillation. The patient underwent ivtm treatment with hypothermia. Treatment started on (B)(6) 2018 at 8:00 am. Physician tried to place icy over left v. Femoralis with no success. After 15cm the guidewire and icy stopped. The second decision was right v. Femoralis. The icy catheter was placed smoothly in r side with multiple attempts. Here was placed a venous port. The physician used this port for the guidewire. After removal of the port, the icy could be placed without a problem. Dwell time was about 72 hours. At the same time, the patient got a 3-lumen cv at right v. Jugularis. The icy catheter was removed on (B)(6) 2018. The patient received dvt prophylactic with unfractionated heparin 400ie/h. On (B)(6) 2018, the patient was tested using ultrasound from bifurcation to 5cm before right atrium and a thrombus was seen. Full anticoagulation started immediately. On (B)(6) 2018, a 5x1cm thrombus was detected at v. Cava inferior proximal. There was no hemodynamic influence reported as a result of the thrombus. On (B)(6) 2018 treatment was changed from full anticoagulation to rivaroxaban15mg 1-0-1. On (B)(6) 2018, no thrombus in v. Cava was observed. On (B)(6) 2018 the patient was discharged from hospital. The icy catheter was disposed of by the customer and not returning for evaluation.